Manufacturer narrative:
Catheter.

Event description:
The patient's pump was replaced due to the age of the pump; the patient stated that the therapy had been going well. During the surgery, the catheter did not have cerebrospinal fluid flow. When the back incision was opened, there was a fracture and the physician was unable to visualize the spinal section of the catheter. A new catheter was placed and connected to the new pump. Approximately 11 days after surgery, the patient was reported to be doing well. The medication being delivered via the device system was baclofen.